Event description:
Customer reported that he had high blood glucose of 307 mg/dl, the insulin pump buttons are not working and the display is frozen. Customer stated that the time on the insulin pump was not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.